Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the device was revised after initial left knee surgery due to loosening.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2018-00037.